Event description:
It was reported that following the successful implantation of the first stent (of two stents) from a trabecular microbypass stent system in the patient's left eye (os), the trocar broke during the implantation of the second stent, which was "slightly below" the trabecular meshwork (tm) and close to the scleral spur. Reportedly, the trocar fragment was observed in the aqueous humor flow outlet, and the surgeon attempted to remove it intraoperatively, however was unable to extract it with forceps due to it being deep into the schlemm's canal. Per report, the surgeon elected to complete the procedure without removing the fragment. The report noted that the surgeon is seeking counsel on ways to manage the trocar fragment remaining the operative eye (os). Additionally, the following information was received. Reportedly during postoperative day one (1) and postoperative week one (1) follow-up examinations, there were no issues or ocular inflammation observed, and the patient's vision appeared to be "good" with the patient scheduled for another follow-up examination the following week. Additional information has been requested.

Manufacturer narrative:
Additional information: a3: age estimated based on report details. The device has been returned to glaukos for evaluation, and the investigation is underway. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A complaint history review was completed. The electronic complaint system was searched for the specified lot#. There were no similar issues reported for this lot #. A review of the device labeling including the risk analysis was completed. The reported issue (trocar fragmentation) is identified to be an anticipated hazard. The residual risk for each potential harm was found to be within the insignificant risk region. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4).

Event description:
The following additional information was received. The report reiterated that following the trocar fracture during deployment of the second stent which remains implanted in the trabecular meshwork, the first stent remains deeply implanted and is unable to be visualized. Per report, there are no signs of inflammation observed, intraocular pressure has decreased, and the postoperative course has been stable.

Manufacturer narrative:
Additional information: b5, g2, g3. MFR# reference: (B)(4).

Manufacturer narrative:
Additional information: b5, g2, g3. Correction: a2- age estimated based on report details. MFR# reference: (B)(4).

Event description:
Through follow-up, the following additional information was received. Per report, the patient's postoperative status is "good" with one (1) of the two (2) implanted stents located deep within the trabecular meshwork (tm) and unable to be visualized, and the second stent remains in position lower in the trabecular meshwork (tm). Reportedly, the trocar remnant remains in the trabecular meshwork (tm), with no adverse impact. The report noted that the patient is "stable", and the intraocular pressure (iop) has steadily decreased.

Manufacturer narrative:
Additional information: g2, g3, h3. The injector was returned nested in the unsealed thermoform packaging tray, and no stents were returned. The device evaluation was completed, and the injector¿s frontal components were found bent, and the injector¿s trocar was found broken at the splay. The trocar break likely occurred during the surgical procedure, and the bent frontal components may have occurred during customer handling of the device. Based on these findings, the root cause of the reported issue (trocar break) was not conclusively identified; however, the most likely cause is a heavily bias trocar during the deployment of the second stent. MFR# reference: (B)(4).